Manufacturer narrative:
The two burs subject to this MDR have two different lot numbers - 08342017 as listed in this report and also 08357017. The device manufacture date of the device with lot number 08357017 is 22nd december 2008 and the expiration date is 1st december 2013.

Event description:
It was reported that during a dental procedure, the first bur became hot and had to be changed. The bur was replaced and it was reported that the second bur broke. It was further reported that the patient and user did not sustain any burns or other injury as a result of the bur heating up. It was reported that the broken pieces from the second bur did not fall into the surgical site and that no broken pieces remained in the patient. A delay to the surgery was reported, but it was stated that this delay did not impact on the patient's outcome. It was also reported that the surgery was completed successfully.